Event description:
It was reported that caller previously did not see insulin drops at end of tubing during fill tubing step of load sequence. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by changing infusion set and cartridge, then successfully resumed insulin delivery.